Event description:
An olympus representative reported on behalf of the customer, that when using an uretero-reno videoscope, there were pinholes in the bending rubber. There was no patient harm associated with the event. The device was returned and evaluated, and upon estimation, the bending section cover was missing. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to a cut in the bending section. In addition to the missing bending section cover, there was leakage in the bending section cover, and the up direction did not meet the standard value. The following components had scratches: the control unit, the grip, the up/down plate, the free/engage lever, the angulation lever, the insertion tube rotation ring, the image guide protector, the universal cord, the light guide connector, the video cable, the video connector, the video connector case, and the light guide cover glass. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.